Event description:
Pt's gj-tube had released its internal spring inside the patient. The patient safety passed the spring on (B)(6) 2017. The parents cleaned the fecal matter from the spring and brought it to us for examination. X-ray on (B)(6) 2017 had confirmed that none of the spring was retained. Gj was successfully replaced with new tube and patient released. Failed gj and spring were collected by amt (gj manufacturer) representative and taken to their engineering lab for analysis.